Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, dyspnea, myocardial infarction and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x18 xience xpedition stent was implanted in the proximal left anterior descending coronary artery on (B)(6) 2013. Approximately twenty-two months after the coronary stent procedure, the patient had chest pain with exertion for several weeks. At home, the patient took sublingual nitroglycerin which helped the chest pain on (B)(6) 2015, but when it returned the next morning of (B)(6) 2015 the patient sought medical attention. The patient was admitted to the hospital with chest pain, shortness of breath, and elevated troponin levels on (B)(6) 2015. Myocardial infarction was diagnosed. The patient was given intravenous nitroglycerin and heparin. The target lesion was revascularized with angioplasty and a drug eluting stent. The condition resolved. No additional information was provided.